Event description:
It was reported that the device could not be interrogated and was found to be in backup vvi mode. Patient presented to the hospital after receiving a lot of shocks. When the rv lead was tested low impedance, low sensing and loss of capture were observed. Insulation damage was observed during explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.